Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device received consists of one-1 each clinically exposed, damaged device; returned coiled, loose, double bagged within ¿zip-lock¿ style poly pouches. No other original packaging or other devices involved in the reported event is included. The specimen presents an overall length of 180.80cm and a finished diameter of .03465¿ to .03470¿. A gage bushing certified to be .0355¿ was passed over the length of the specimen without issue. The lack of original packaging materials prevents examination for damage to these components. The specimen presents an offset/mis-aligned coil condition located 1.25 to 1.30cm from the distal tip and indications of residual tensile load strain manifested by gaps in the coil wraps located 0.97 and 1.19cm from the distal tip and serpentine bends over the length of the device proximal of the offset/mis-aligned coil wraps. The ptfe coating in the vicinity of the offset/mis-aligned coil wraps appears scraped or abraded. The j-form is relaxed to approximately 137°. The ¿fs function is compromised by the damage to the specimen. The specimen presents apparent dried blood-like material on the weld mass and between the adjacent coil wraps. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that tip damage occurred. As the 035/180/3j/ptfe/10/5 starter guide wire was pulled out while unpacking, the tip of the guide wire was damaged and was never used on the body. The procedure was completed with another 035/180/3j/ptfe/10/5 starter guide wire. No patient complications were reported and the patient's status was fine. However, returned analysis revealed a peeling of guide wire coating.